Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the tube was defective and had a leaked after the intubation during the thyroidectomy procedure. The intubation itself was easily done by a videoscope on one attempt without any difficulty. The et tube was changed over a bougie. The mainframe was working properly. There were no visual/audible indicators. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received mentioned that the leak was discovered after intubation and was evident after a while from cuff inflation.